Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with a severely scratched display window, broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reports to have experienced button malfunction while attempting a bolus shot. Customer's blood glucose was 178 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.